Event description:
Reporter alleged the customer obtained the results of 41 mg/dl and 62 mg/dl within 10 minutes on the compact plus system. Reporter stated the customer then ate and took her novolog which is based upon carbohydrate intake. Reporter stated that she took the customer to the emergency room after obtaining the results of 462 mg/dl, 441 mg/dl, and 530 mg/dl on another system, finding ketones in the customer's urine, and also when the customer began feeling very nauseous. It was reported that all of this happened about 70 minutes after the two initial results were obtained. Reporter stated that a result around 200 mg/dl was obtained on the hospital system, the customer was diagnosed as having diabetic ketoacidosis and admitted to the hospital. She was then treated with an IV containing fluids. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged the customer obtained the results of 41 mg/dl and 62 mg/dl within 10 minutes on the compact plus system. Reporter stated the customer then ate and took her novolog which is based upon carbohydrate intake. Reporter stated that she took the customer to the emergency room after obtaining the results of 462 mg/dl, 441 mg/dl, and 530 mg/dl on another system, finding ketones in the customer's urine, and also when the customer began feeling very nauseous. It was reported that all of this happened about 70 minutes after the two initial results were obtained. Reporter stated that a result around 200 mg/dl was obtained on the hospital system, the customer was diagnosed as having diabetic ketoacidosis and admitted to the hospital. She was then treated with an IV containing fluids. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.